Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell on the ground and the stimulation stopped. The impedance was checked and all electrode points were found to be at over 10,000 ohms. During the intervention a broken lead was discovered. The lead was replaced and after replacement stimulation was ok.